Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported that they couldn't use the communicator as it "doesn't work with my battery". The pt stated they are getting "that it can't find my implant, I can't do my therapy at all". Patient services asked for clarification regarding the message and the pt stated they did not know any further details. Patient services reviewed general overview of the communicator. Patient services walked the pt through connecting with their ins and the pt reported getting a por message on call. The pt clarified this was the message they had been getting. The pt stated they just charged their ins on saturday. The pt dismissed the por message then confirmed therapy was on. The pt stated they first saw por message yesterday and stated this is the message that stated they "couldn't go on with the therapy". Patient services reviewed por message overview. If any other messages come up, they will make note of it and will call patient services back if needing further assistance. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.